Event description:
It was reported that suture placement was attempted with the prostar xl device in the right common femoral artery (rcfa) prior to an endoprosthesis interventional procedure. Reportedly, due to low blood pressure of the patient it was difficult to get an adequate blood flow from the marker lumen. The arteriotomy was 7 fr and the rcfa was not calcified and not tortuous. The prostar xl device was attempted; however, it was not possible to obtain marking. The physician flushed the marker lumen but without success. The prostar xl had been flushed prior to use in the patient and marker lumen flow was as expected. A new prostar xl device was used, blood flow out of the marker lumen was observed. Hemostasis was achieved with the second device. There was no adverse patient sequela. The physician is reported to be in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect sheath size. The prostar xl 10 f system is designed for use in conjunction with 8.5 f to 24 f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability to obtain marking was not confirmed. Analysis of the returned device revealed that blood was present at the coiled suture lumens indicating insertion into the anatomy, but no present at the marker lumen due to coagulated blood in the marker lumen. A needle was used to push the coagulated blood loose and the device was successfully flushed. Based on visual and functional testing of the returned device, there is no indication of a product deficiency. Reportedly, the device was used in a 7fr arteriotomy size. Based on the reported information and analysis of the returned device, the cause for the reported event was determined to be most likely related to user technique and use of the device other than intended, per the instructions for use (IFU). The IFU states: the prostar xl 10 fr system is designed for use in conjunction with 8.5 fr to 24 fr sheaths. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.